Manufacturer narrative:
The hospital was not visited by a company field service engineer. The hospital staff could not reproduce the reported issue. No parts were replaced. The evaluation of the received logs can confirm the generation of clinical alarms such as high pressure, peep high, etco2: low, expiratory minute volume: low, respiratory rate: low and fio2: low. A few alarms for patient cassette disconnected had also been generated. Without having been able to reproduce the issues, we have not been able to determine the true cause of the reported issue.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that while on a patient, the anesthesia system generated alarms for high airway pressure and high peep. There was no patient harm. Manufacturer's reference number: (B)(4).